Event description:
It was reported that during a da vinci si procedure the insertion axis on the camera arm would not move. An isi technical support engineer attempted to troubleshoot the issue via telephone and had the staff undock and undrape the camera arm to check for binding, however, no binding was found. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the system issue experienced by the customer was associated the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient cart, which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The ecm was returned for evaluation and engineering was able to replicate the reported failure during testing. While performing a visual inspection, engineering found that one of the five bearings attached to the carriage was loose, thus causing the ecm to become stuck. As of april 5, 2012, there have been no reported recurrences of the issue at this hospital.